Event description:
The surgeon reported that on 11/19/98 he explanted and replaced a lens implanted on 10/7/98 due to his observation of a "coating on the surface like a membrane." This was first noted by the physician immediately after the surgery. However, the lens remained implanted for approx six weeks. The pt never experienced visual problems or other adverse events with the implant. The dr decided to explant the iol, however it is unk whether the dr believes the event was due to the lens. The lens was returned to the MFR and forwarded to an independent lab for evaluation. The lab findings were unremarkable and did not confirm the surgeon's observation.